Event description:
Additional information. The patient's health care professional stated there was no event. The patient just had a routine stimulator adjustment.

Event description:
It was reported the patient experienced a change in the location of their stimulation after starting to wear a back brace. It was stated the stimulation used to be in the right leg, but now was being felt more in their spine. There was an increase in baseline pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008; product type: lead, product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008; product type: lead, product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008; product type: programmer. (B)(4).